Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Visual inspection of the product showed the battery pack was busted open and there were pieces of batteries as well as gray/black debris from the battery expulsion throughout the tyvek tray. Inspection of the interior of the battery pack found the expulsion occurred in the first 4 batteries of the pack and the black wire appeared pinched not far from where it connected to the first terminal in the front of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There are no additional details available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. (B)(6).

Event description:
It was reported that outside of surgery, the battery had exploded in it's unopened packaging. There were no adverse events associated with this malfunction. Due diligence is complete and there is no additional information available.